Event description:
The time of event is not during procedure. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the up-pulley wire stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the up-pulley wire. In addition, our technician confirmed that the deflector wire corroded, the air tube deformed, the water tube dirty, the bending rubber worn out, the down pulley wire worn out, the segment hard to move, the operation channel (primary) kink, the insertion flexible tube dented, the left pulley wire snapped/cut, and the right pulley wire stuck in j position; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.